Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) during the loading sequence. Customer's blood glucose was 151 mg/dl. Customer changed the cartridge and insulin was resumed successfully.